Event description:
Bayer medical care inc. Was informed that an 87-year-old female undergoing a transcatheter aortic valve replacement suffered an alleged air injection while connected to a medrad® mark v provis injection system ((B)(6)). The customer reported that during the last injection of the procedure, an undisclosed amount of air was observed on the displayed image and in the tubing from the injector to the patient. At the conclusion of the procedure, while the patient was in the post anesthesia care unit (pacu), a code stroke was initiated. Neurology was consulted and subsequent radiology studies were performed. The patient has since been admitted to inpatient rehabilitation and is reported as doing well.

Manufacturer narrative:
A system service check of the medrad® mark v provis injection system, serial number (B)(6), was performed (B)(6) 2024 which confirmed that the injector was operating within bayer specifications. Multiple attempts to obtain the disposables in use during the event were unsuccessful. Lot numbers for the subject disposables involved in the event were not provided; therefore, testing of retained samples is not possible. The offer of additional clinical applications training was declined by the customer. The medrad® mark v provis injection system operation manual cautions the user as follows: warning: do not connect a patient to the injector until all trapped air has been cleared from the syringe, connector tubing and catheter. Air embolism can cause patient injury or death. Operator vigilance and care, coupled with a set procedure is essential to the avoidance of air embolism. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.

Manufacturer narrative:
A system service check of the medrad® mark v provis injection system, serial number (B)(6), was performed (B)(6) 2024 which confirmed that the injector was operating within bayer specifications. On (B)(6) 2024 bayer product analysis received and tested the medrad® mark v provis sterile disposable syringe (150-ft-q) and medrad® high pressure connector tubing (B)(6), lot numbers unknown, in use during the procedure and concluded that they performed to specification with no problems observed. The offer of additional clinical applications training was declined by the customer. The medrad® mark v provis injection system operation manual cautions the user as follows: warning: do not connect a patient to the injector until all trapped air has been cleared from the syringe, connector tubing and catheter. Air embolism can cause patient injury or death. Operator vigilance and care, coupled with a set procedure is essential to the avoidance of air embolism. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.

Event description:
Bayer medical care inc. Was informed that an 87-year-old female undergoing a transcatheter aortic valve replacement suffered an alleged air injection while connected to a medrad® mark v provis injection system (sn (B)(6)). The customer reported that during the last injection of the procedure, an undisclosed amount of air was observed on the displayed image and in the tubing from the injector to the patient. At the conclusion of the procedure, while the patient was in the post anesthesia care unit (pacu), a code stroke was initiated. Neurology was consulted and subsequent radiology studies were performed. The patient has since been admitted to inpatient rehabilitation and is reported as doing well.